Event description:
It was reported that cgm displayed malfunction error 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance, after which pump did not display cgm error again.